Manufacturer narrative:
Results: an actual sample was provided by the customer to aid in the quality engineers investigation. Based off the sample provided, bd was able to duplicate the failure mode of the broken tubing as ex-tubing was broken. Closed to the pp adapter. DHR review for lot implicated show no issues were raised conclusion: confirmed complaint. The possible root cause can be attributed to high pressure.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd pegasus¿ safety closed IV catheter broke as the nurse used high pressure (bayer injection pump) less than 325 psi to inject into the tube. There was no report of injury or medical intervention needed.